Event description:
The technician reported the left foot side rail will not stay latched. The bed was located in (B)(6) at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The account found the left foot side rail latch mechanism is out of place most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006 through 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician adjusted the left foot side rail latch mechanism to resolve the issue. Based on this information, no further action is required.